Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that image was evident when the scope was connected to the stack. However, fluid stain was seen across the image. Technical evaluation has not confirmed the no image fault reported. The most likely cause was fluid ingress in the optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, no image on the bronchofibervideoscope. The issue was found during preparation for use for an unspecified procedure. The procedure was completed without delay using an alternative scope. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. The root cause of the reported event could not be specified. Olympus will continue to monitor the field performance of this device.